Manufacturer narrative:
Product analysis: the explanted valve was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with a native bicuspid valve, the valve was deployed in a good position below the aortic annulus with mild-moderate paravalvular leak (pvl). No treatment was reported for the pvl. Twenty-eight days following valve implant, the patient presented with shortness of breath and an echocardiogram showed severe pvl. An aortogram showed the valve had dislodged deeper into the left ventricular outflow tract. As a result, the severe pvl was related to the blood flowing through the valve struts above the internal skirt. The physicians determined that a post-implant balloon aortic valvuloplasty would not be beneficial and the patient was referred to surgery. Thirty days following valve implant, the patient underwent surgery to explant the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the explanted valve was discarded by the customer. Images were not received. Mild to moderate paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. No mitigating treatments or procedures were required by physician to address the issue. In this event, it was reported that 28 days later, severe pvl was seen on echocardiogram. In addition, it showed that the valve had migrated deeper into the left ventricle resulting in severe pvl. As previously stated, pvl can be caused by a variety of factors, and without angiographic records from the initial implant procedure, case plans showing the patients anatomy, or angiographic images taken at day 28, when the valve was reported to have migrated, a conclusive cause is not able to be determined. Potential factors that can influence a device migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. As a result of the device migration, at 30 days post implant, the patient underwent surgical removal of the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h.6 - device, eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.